Manufacturer narrative:
The customer reported an intermittent, recognized, black ring-shaped artifact in head scans. A philips field service engineer (fse) went onsite to evaluate the system. The fse found a break (gap) in the compensator of the a-plane collimator. The fse replaced the compensator and performed calibrations of the system to resolve the artifact issue. The fse confirmed that there was no patient impact and no misrepresentation and/or mistreatment as a result of the artifact. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.